Event description:
The customer, a 3rd party biomedical service, called and reported that the device will not charge the battery, that the ac mains light does not illuminate when device is plugged into ac power. There was no pt use associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.